Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during large loop excision of the transformation zone (lletz) procedure but the device would not turned on. The patient was not operated with the faulty machine. The procedure was cancelled and rescheduled then redone with the use of a diathermy machine.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found no notable conditions. All the lights and appearance were functional. The reported condition was confirmed. The investigation identified the cause of the reported event to be intermittent contact with the fuse clips. The fuse clips were resoldered to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior large loop excision of the transformation zone (lletz) procedure but the device would not turn on. There was no patient involvement.